Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the 4 way valve is stuck. As stated on the irs doc attached: per the independent repair center, the customer alleged problem is alarming/red light, alarm will not function. The key failure is the 4 way valve is stuck and the power switch has a short circuit.